Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6): 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6): 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6): 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6): 200-02-29 - three peg patella 29mm.

Event description:
As reported by the exactech knee replacement study, the patient had an initial left tka on (B)(6) 2011. The patient presented on (B)(6) 2011 for medical or surgical intervention to prevent sae: brought to or on (B)(6) 2011 for left knee manipulation under general anesthesia. Physical therapy was recommended. The patient presented on (B)(6) 2011 with wound infection that was resolved on (B)(6) 2011 with knee washout spacer exchange. The patient then presented on (B)(6) 2012 with infection of recurrent left knee periprosthetic infection. The case report form indicates that this event is unlikely related to device and definitely related to procedure. Outcome was resolved with revision surgery on (B)(6) 2012. Due to clinical study, no devices will be returned for evaluation.

Event description:
As reported by the exactech knee replacement study, the patient had an initial left tka. The patient presented for medical or surgical intervention to prevent sae: brought to or for left knee manipulation under general anesthesia. Physical therapy was recommended. The patient presented on again at a later date with wound infection that was resolved in 2011 with knee washout spacer exchange. The patient then presented with infection of recurrent left knee periprosthetic infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.